Event description:
On (B)(6) 2013 the reporter contacted animas to report an unspecified issue with the pump. The patient provided no specific further details regarding the pump. There was no report of any patient injury associated with this issue. The technical service representative contacted the patient to obtain information and to troubleshoot the pump, however was unable to reach him by telephone. As the issue was not resolved this complaint is being reported.